Event description:
The patient went into the or. The patient was put to sleep under general anesthesia and positioned for the surgery. The doctor aborted the procedure due to equipment failure. The patient did not have any procedure done. A few hours later the patient was taken out of the or and returned to the pacu.